Manufacturer narrative:
Three pictures were returned. One showed the lot information on the packaging; one showed a red and green circle outlining the tube of the cassette. The third showed a cut in the tubing of the set. The complaint of damaged tubing leading to leakage can be confirmed based on the returned images. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is not available for evaluation; however, photos were provided. Investigation is pending.

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where it was reported the tubing was damaged, which caused leakage. It was stated that there was no problem with the pump. There is unknown patient involvement and unknown patient harm.